Event description:
A caller reported that the pump displayed a reset screen unexpectedly, followed by the screen going blank and the led not blinking. The pump had to be plugged into a power source to turn back on. The customer's blood glucose level was not adversely impacted. The pump's battery had more than 20% capacity when it turned back on, and a shutdown alarm 12 was received prior to the issue. Technical support was to contact additional support for further assistance and follow-up on the shutdown issue.